Manufacturer narrative:
Concomitant product: plc161000/13210176, pxl161407/13885769. Patient discharge medications include but are not limited to: simvastatin 10 mg daily, toprol-xl 100 mg daily, flomax 0.4 mg daily, plavix 75 mg daily, hydrochlorothiazide 25 daily, finasteride 5 mg daily, aspirin 81 mg daily, imdur 60 mg daily, ramipril 10 mg daily, nitroglycerin, nervase 10 mg daily. (B)(4). According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2015, the patient was reported to have bilateral groin erythema, possible cellulitis and wound infection of the access site and underwent wound debridement at an outside facility. The cause of the infection is believed to be related to the patient's incontinence and urine contamination of the access closure sites.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a left common iliac artery aneurysm (lciaa) measuring 41mm in diameter and was implanted with gore&#59397;excluder&#59393;aaa endoprostheses featuring c3&#59396;delivery system. Treatment included coverage and embolization of the left internal iliac artery (liia). The patient tolerated the procedure with no reported endoleak or complications, and was discharged on (B)(6) 2015. On "(B)(6) 2016", an infection was determined and the patient underwent wound debridement at an outside facility. The location and cause of the infection were not provided.